Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Reviewing the transmission revealed that the right ventricular lead exhibited noise reversion episodes. The lead also exhibited loss of capture. The lead was capped and replaced on (B)(6) 2014.